Event description:
A physician performed a diagnostic cardiac catheterization procedure. A tech attempted to perform an arteriotomy closure using the starclose device in the right common femoral artery. Hemostasis was achieved and the pt was taken to the holding area. It was reported that the pt began to bleed in the holding area. Manual compression had to be applied. Within one (1) to two (2) days, the pt developed a pseudoaneurysm. The physician attempted to inject thrombin without success as the pt had oozing. The pt was taken to surgery for repair of the pseudoaneurysm. The surgery was successful and the pt was discharged home.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.